Event description:
During the implant procedure, while using the medtronic tunneling tool, the patient experienced bleeding during tunneling. The surgeon used bipolar cautery and applied pressure for 5 minutes to stop the bleeding. This resolved the issue.